Event description:
A false positive discordant immulite 2500 stat troponin assay result, was initially obtained on two immulite 2500 instruments (B)(4). The results from both instruments were positive and reported to the physician. The customer performed a coronography on the pt. The coronography was negative. The pt samples were rerun on a centaur instrument and the results were negative. Pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
Analysis of the instrument and instrument data is underway. Currently no known cause for the discordant stat troponin duplicate result has been identified.